Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the day prior when getting out of bed they turned to the right side and felt skin pulling, burning and it was very painful inside the skin. It was noted that 2 days prior they did self-catheterization. Caller was redirected to their healthcare provider to have their implant checked, they noted they had an appointment scheduled for the following day. No further complications were reported or anticipated.